Event description:
The customer called and reported she gave her self insulin, received an unexpected restart alarm, and changed the battery. Customer also stated there were many pinging and electronic noises. Customer's blood glucose was 7.3 mmol/l. The insulin pump had not been stored or not in use for an extended period of time. Customer was advised to monitor the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.